Manufacturer narrative:
Initial.

Event description:
It was reported that the user repeatedly did not announce meals and frequently paused the ilet system to avoid hypoglycemia, and a field reset was requested and performed with additional training assigned; the reported blood glucose at the time of the call was 222 mg/dl and the user was on a dexcom g7 and teflon infusion set. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued device use after troubleshooting and education. Investigation included support-led troubleshooting and execution of a field reset, along with user education on proper meal announcements and system use. Investigation of this case revealed user management issues related to missed meal announcements and pausing behavior, with no device component malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.